Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer declined to reset the pump and opted to start using a new one. Technical support assisted the customer in placing the faulty pump into storage mode.